Manufacturer narrative:
The info of the pt's post-op condition and other details were requested by the sales rep. And this report will be updated as soon as further info is obtained. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported, "during the surgery using kls proximal femur for the tumor case (sales rep. Was present at the surgery), the sales rep, was called out to this surgery in order to explain the instruction for use of the simplex p bone cement (using the cement mixing bowl cat#0206553000). The sales rep instructed the nurse how to use simplex p and left the operating room, after then code blue announced from this operating room and he heard that the blood pressure of the pt dropped while inserting the implant after placing the cement. The pt received some medical intervention by the anesthesist and the pt was closed. The mixing time was 1.5 minute and the implant was placed after 6...